Event description:
The following was reported to carefusion: a radiologist who reportedly has been using this kit for a long time with no prior occurrences was using the kit when the tubing burst, spraying bodily fluids onto the nurse. No sample is available as it was thrown in the trash. Physician refused to provide further detail stating he did not have time and that it has never happened before. There was no patient involvement, however a clinician was reportedly sprayed with fluids. On (B)(6) 2011, the sales rep ((B)(6)) confirmed that there was no negative impact to the nurse. The sales rep indicated that he believes this event was due to operator error and that he knows that the customer has used several others of the same product since this event and has had no further problems.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on (B)(6) 2011 and received by the FDA within the required 30 day reporting time frame bearing the registration number of cardinal health in error due to a reporting software discrepancy (report # 1423537-2011-00063). Carefusion has discussed with and been advised by (B)(6) on (B)(6) 2011, to resubmit the MDR bearing carefusion's registration number and to include this verbiage within the report, as well as within carefusion's complaint management software. Evaluation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the sample in regards to the failure mode could not be evaluated by the investigation. A review of complaint data did not identify any trend with this or similar failure modes. A thorough review of applicable manufacturing procedures and quality plan inspections verifying the integrity of the thoracentesis/paracentesis device and its components did not identify any issues that may have contributed to the observed failure mode. A device history review (DHR), raw material history files, and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation results, a definitive root cause could not be identified for this failure mode. One of the components containing tubing is the catheter valve assembly. The vendor of the catheter valve assembly (carefusion - dominican republic) will be notified of this failure mode via a supplier corrective action notice and requested to provide applicable feedback. All applicable manufacturing and quality personnel will be notified of this complaint in an effort heighten awareness regarding this failure mode and minimize any impact from the manufacturing processes.